Event description:
The patient underwent implantation of a synchromed pump and catheter in 1999. The patient received baclofen and morphine intrathecally. The patient underwent explantation of the device in 2000 after the healthcare professional diagnosed the patient with infection. No further details were available from this foreign reporter.